Event description:
The customer reported a defib failure. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported a defib failure. No pt involvement was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.